Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested but not yet received. Associated MDR: 1018233-2013-00925.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced erosion, extrusion, infection, urinary problems, recurrence, bleeding, and vaginal scarring.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced malodorous copious discharge from the vagina, vaginal defect/abscess periurethrally on left and also posterior vaginal defect/abscess. First surgical procedure in which two vaginal abscesses were opened, drained and irrigated with antibiotic solution and sutured, and mesh resection/removal. Second surgical procedure in which the sutures were released, the defects were irrigated, debrided, and subsequently, partially closed with plan for follow up in (36) hours. Third surgical procedure including excision of the construction and reconstruction of the anterior vaginal wall, excision and reconstruction of mesh of the posterior vaginal wall for diagnoses of complications of mesh reconstruction of the vaginal wall, anterior vaginal wall erosion (left vaginal wall) and extensive anterior vaginal wall infection and necrosis over the rectum. Pain and dyspareunia.